Event description:
This pt experienced "crackling" sounds when using their cochlear implant. Upon eval, their implant team noted that their internal magnet had become dislodged from the receiver stimulator. Pt will require surgery to either replace the magnet or to replace the entire device.